Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012 in site area #28-29. Primary stability and osseointegration were not achieved. The implant was removed on (B)(6) 2012 due to pain and mobility. Medical history: malaria may yrs ago.